Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tvc55 instrument would not fire due to lockout. Another instrument was used to complete the case. There was no consequence to the patient.